Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature batter depletion. Upon the patient's presentation for follow-up the device was found to have unexpectedly depleted despite a previous follow-up visit less than 6 months earlier. Following discussion of the case, the physician elected to take no action at this time due to the patient's dementia. No adverse patient effects were reported.